Manufacturer narrative:
It was found the power cord needed to be replaced. The volara system, expands the lungs and moves mucus from the airways. Proven 1 in the hospital, its highly effective airway clearance therapy that takes just 10 minutes to deliver. With the volara system, patients with chronic conditions can get the individualized treatment they need at home, with physician-prescribed presets that make therapy easy to follow. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. A power cord was shipped to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that volara system copper wire is showing on power cord. There was no patient/user injury, medical intervention, symptom, or adverse event reported.